Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and appears to be related to the use of the device. One 4 fr sl powerpicc catheter was returned for investigation. An infusion cap was attached to the luer connector. Use residue was present throughout the catheter. The catheter was returned attached to a written note with lot: recs2246. The catheter was flushed with water using a 12 ml syringe. A leak was observed at the distal end of the winged hub. Microscopic observation of the leak location revealed the split to be located below the distal end of the winged hub. Residual material surrounding the area indicates that securement dressing may have been applied in that location. The split surface and edges were uneven and rough. The damage was likely caused by repeated manipulated of the catheter at that location. The catheter was cut near the 0 cm depth marker and the dimensions were measured. The wall thickness and outer diameter were found to be within manufacturing specification. The product instructions for use (IFU) states, "to minimize the risk of catheter breakage and embolization, the catheter must be secured in place" and "avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen."

Event description:
It was reported that the PICC line was leaking. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC line was leaking. No other information was provided.